Manufacturer narrative:
The insulin pump received with cracked or detached end cap.

Event description:
Customer reported via phone call that the back part of insulin pump taped on because it had come off. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that there was no damage to reservoir lip ring. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.